Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40-50 mg/dl range. Food and juice were consumed to address bg. Customer went to the emergency room and was treated with intravenous (IV) glucose. Customer was admitted to the hospital on (B)(6) 2019. Bg was 120 mg/dl and IV glucose was continued. Low bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Customer reported prior to the ER visit, a food bolus was delivered. However, due to gastroparesis, the insulin "kicked in" prior to the digestion of the food and bg lowered rapidly. Pump low bg alerts occurred and the basal iq feature suspended insulin as expected. Customer was a new pump user and reported the pump settings (basal/bolus) needed to be adjusted to address low bg. Tandem technical support recommended discussing the extended bolus feature and pump settings with their healthcare provider.